Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 90 mg/dl. The customer reverted to an alternative method of insulin delivery.